Event description:
1st degree skin burn noted at site of return electrode. Patch/pad was intact of all skin.======================manufacturer response for universal electrosurgical pad, universal electrosurgical pad (per site reporter).======================what was the original intended procedure?eps mapping, ablation.device #1is this a laboratory device or laboratory test?no.